Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, it was noticed by the ic that after the 14fr esheath was taken out it appeared the a small part of the radiopaque tip may had been missing. Per follow up the fcs stated it appeared to be the clear tip that was missing after the case was finished. Additionally, the ic mentioned possibly the c marker was missing as well. The team did a thorough scan of the chest abdomen pelvis and legs via angio and no objects were found. Surgeon mentioned it was hard to push the device up because of a lot of calcium and this may have been the issue. Patient is doing well after valve deployment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected d2 device common name. Corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history record was reviewed and showed no indication a manufacturing non-conformance contributed to the event. The instructions were reviewed instruction for use (IFU) for esheath+ IFU, esheath+ with commander sapien 3 ultra preparation training manual, esheath+ with commander sapien 3 ultra procedural training manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed with no returned imagery or device. As the device was not returned, engineering was unable to perform visual, functional, or dimensional testing. Therefore, a manufacturing non-conformance was unable to be identified. Reviews of the DHR/lot history showed no indication a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations showed that proper inspections are in place to detect and prevent event occurrence. No IFU/training manual deficiencies were identified. As no damages were noted during device preparation, the device was likely not damaged out-of-box. Follow-up information stated that "a lot of calcium" was present in the access vessel and some tortuosity was present. Both factors can present a challenging pathway for sheath introduction as calcification can interact with the sheath outer shaft increasing friction while tortuosity can introduce sub-optimal angles further introducing friction against the outer shaft. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification". If high push force was used to overcome any resistance during sheath insertion, the sheath damage can occur. Without a returned device or device imagery, the extent of the alleged damage (component separation at the tip, damaged liner) is unknown and a root cause could not be determined. Therefore, available information suggests patient factors (calcification, tortuosity) could have contributed to the alleged resistance inserting the sheath into the patient. No root cause could be identified for the alleged component separation and damaged liner. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
Correction to d1, d2 and g4.